Event description:
Upon unpacking the 070 neuron, it was noticed that the neuron had a kink.

Manufacturer narrative:
Technical eval: there was a single axis bend 0.6cm from the distal tip. In addition, there was a slight ovalization 6.0cm from the tip. Results: the incident was confirmed as reported. It should be noted that this is not the usual out-of-box (oob) failure mode. Most oob failures on this product show flattening or ovalization, while this is an example of a single-axis bend. Most oob failures are returned in their original packaging. This unit was double bagged with biohazard labeling. The incident report stated that the kinked 070 neuron was discovered during unpacking, but it is unclear whether or not this unit had pt contact. Conclusion: as per FDA guidance on 28 aug 2009, kinks (including oob) are reportable incidents. A DHR of this mfg lot has been reviewed.